Manufacturer narrative:
Literature citation: tesuya ohara, yoshitaka suzuki, ayato nohara, toshiki saito, ryouji tauchi, noriaki kawakami"study of the case needed bkp postoperative reconstruction" (B)(4). (No code available for "exacerbation of symptoms after improvement"), neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that unspecified number of patients underwent balloon kyphoplasty. Postoperatively, revision surgery was performed on three patients with spinal reconstruction.